Manufacturer narrative:
One device was returned for investigation. Upon visual inspection, the complaint issue of bent device was confirmed. Root cause analysis traced the issue to the device having too much pressure applied to it during manufacturing. Quality personnel were made aware of this issue. DHR review showed no other similar issues in this lot.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical trach tube felt wrong and so it was noted that the tube was deformed. There were no reported adverse events and no patient injury.